Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose level was unknown ta the time of incident. The customer stated that the reservoir does not securely lock in place as the rubber piece is loose where the reservoir goes in. Customer also stated that the buttons of the insulin pump are harder to press and the insulin pump has unexplained random no delivery. Customer stated that there was crack on the insulin pump screen. The insulin pump will not be returned for analysis.